Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the connector needle portion of the site disconnected from the patient line tubing due to which blood glucose level was elevated (in 300s mg/dl) and was then resolved after the patient applied a new infusion set. The patient did not notice any damage when the package was first opened. No further information available.